Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the sagittal saw device was sticky and moving parts of its trigger did not move smoothly. It was further observed that the device would not run, had cosmetic damage, and failed leak tightness test. It was further determined that the device failed pretest for general condition, leakage test using bubble emission technique, checking for sticky trigger, checking roundness of housing, checking function of device and checking oscillation frequency with frequency meter. It was noted in the service order that the device had an item defect. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported conditions of the moving parts of the trigger not moving smoothly and sticky trigger identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).